Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the patient's implantable cardiac monitor exhibited a false pause episode due to under-sensing likely resulting from a loss of contact. The patient would be monitored.